Event description:
The facility reported a colleague pump with a battery failure. It was not specified when reported condition occurred. During the product evaluation at baxter it was discovered that the battery failure occurred during infusion which caused an interruption during delivery. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
Article published in brain and development official journal of the japanese society of child neurology. Article titled, comparison of corpus callosotomy and vagus nerve stimulation in children with lennox-gastaut syndrome was received at MFR for review. Lack of efficacy was reported in a pt. No further details known. No additional info will be provided by the site.

Manufacturer narrative:
(B)(4). The assignable cause was failed pumphead module keypad. The pumphead module keypad was replaced.

Event description:
Duirng service at baxter, it was discovered on 21 april 2010 that a colleague infusion pump had an inoperable stop key on the pumphead module keypad. The event occurred during product evaluation. The user interface module master software version for this device is 6.13.90, categorized as remediated.there was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4).